Event description:
The customer notified siemens on (B)(6) 2013 that at least twice per week, the system freezes during biopsy exams. The systems must be rebooted and the exam has to be started from the beginning. There is no report of injury to a patient.

Manufacturer narrative:
Siemens became aware of the reported event on (B)(4) 2013. This MDR is being mailed on (B)(4) 2013. Siemens provided technical support to the customer immediately after being notified of the issue. The customer has been given workaround instructions to enable "auto save key images" in the intervention biopsy protocol to prevent system freezes. A solution for the system freezes will be implemented in a future software update.